Manufacturer narrative:
The customer¿s products were requested for return. Only the customer's meter was received for investigation. The retention test strips were measured with the returned meter in comparison with the current test strip masterlot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.3 inr. Donor 2 inr: 2.4 inr. Donor 1 hct: 34%. Donor 2 hct: 40%. Testing results: donor #1: retention meter and master lot strips: 2.3 inr. Customer meter and retention strips: 2.4 inr. Donor #2: retention meter and master lot strips: 2.5 inr. Customer meter and retention strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Relevant retention test strips (lot 405010) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Reporter occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 10:29 am, the result was 3.4 inr. At 10:30 am, the customer retested but received an error. At 10:30 am, the repeat result was 2.4 inr. The therapeutic range was 2.0 - 3.0 inr. The customer stated they pricked two fingers for the tests. Per product labeling, for a second measurement a new puncture of a different finger is mandatory.